Event description:
When attempting to remove screws from knee, one broke in half, with other half remaining in bone. Second screw head stripped. The screw was prominent. Tried several techniques and unable to remove the screws.